Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow up report will be sent.

Event description:
On (B)(6) 2010 the pt had an ams elevate graft implanted "as a result of having the products implanted in her, "the pt" has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."